Event description:
It was reported that the patient's therapy was good for one month after initial implant of the implantable neurostimulator (ins) in 2005, but then the patient experienced "shocking all over every second." A revision surgery was performed and it was discovered that she had "a leakage and water around electrodes." During that same surgery, everything was corrected and she reported no problems with her therapy ever since.

Event description:
Additional information received reported that the patient "was in agony in her back when she first got her implantable neurostimulator (ins) in 2005 and it relieved her pain." It was noted that she received a shock and jolting sensation from the implant 1 month after implant and that the "leaking around a connection was causing the shocking." It was noted that the health care professional (hcp) discovered this during surgery. It was noted that the patient's leads were replaced approximately one month after implant and she had one month without stimulation. It was noted that the patient's surgery "fixed the issues with the shocking" and she had no issues at the time of the report. It was noted that the patient's device had not been reprogrammed in 6 years.

Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, explanted: product type extension product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, explanted: product type extension product ID 7435, serial# (B)(4), product type programmer, patient product ID 399930, lot# j0461513v, implanted: (B)(6) 2005, explanted: product type lead. (B)(4).

Manufacturer narrative:
(B)(4).